Manufacturer narrative:
The reported complaint of a leaking cool line catheter (lot #98562) was confirmed during function testing. A pinhole leak was observed at middle distal balloon. The probable cause of the pinhole leak issue was due to a latent material defect. No physical damaged observed on the returned catheter during visual inspection. Blood residue was observed on balloons, medial and proximal luered tubings. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at middle distal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for cool line catheter with lot number 98562.

Event description:
On day 4 of ivtm therapy, the customer observed pink-colored saline fluid in the start-up kit (suk) tubing and decreasing saline fluid volume in the saline bag. No saline fluid leak was observed on the suk. Leaking cool line catheter (lot #98562) suspected. The physician temporarily discontinued the ivtm therapy since the patient's temperature was stable. No consequences or impact to patient was reported.